Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 287 mg/dl. He treated his blood glucose level with a 8.5 unit bolus via the insulin pump. The drive support cap was sticking out and his mother attempted to push it back in. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and alarmed during the prime test due to loose protruded drive support disk also, unable to perform the occlusion test, excessive no delivery test, self-test or a21 error test due to a33 alarm. However, the insulin pump passed the displacement test, stop and run currents test. The insulin pump was received with cracked case at the display window corners, minor scratched and cracked display window.